Event description:
Device malfunction: difficult to remove device. Time of device malfunction: during closure procedure. Symptoms/ae: none. It was reported that a physician, trained in the use of the starclose device, attempted arteriotomy closure after an unspecified procedure. It was reported that the device was difficult to remove. Hemostasis was achieved with manual compression. There was no adverse pt sequela. Though requested, no additional information was provided.

Manufacturer narrative:
The customer reported the device was discarded; however, unused, representative samples are expected to be returned for analysis. A review of the device history record did not produce any findings relevant to this report.